Manufacturer narrative:
4315. Based on the current information provided, the root causes of the post-operative complication experienced by the patient is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The da vinci key account manager indicated that an isi sterile reprocessing specialist (srs) will be evaluating the site's sterilization/cleaning process. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient was treated with unspecified antibiotics for a post-operative infection. At this time, the root cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci surgical system occurred.

Event description:
It was reported that after undergoing a da vinci-assisted hysterectomy procedure on (B)(6) 2019, the patient was readmitted to the hospital after experiencing a post-operative infection. Two reports of vaginal cuff cellulitis and one report of surgical site infection were made to the manufacturer from the same reporter, at the same time. However, it is unclear which of the three procedures are linked to which type of infection. Reference MDR reports with patient identifier numbers (B)(6) for the other two reported post-operative infection cases. On 09/10/2019, intuitive surgical, inc. (Isi) contacted the da vinci key account manager who was informed of the reported event by a surgeon at the site. According to the da vinci key account manager, the surgeon indicated that the patient was readmitted and treated with unspecified antibiotics. The da vinci key account manager was not aware of any surgical intervention required for the patient. Also, per the da vinci key account manager, the sterilization/cleaning processes at the site has not changed. Furthermore, the sterilization staff at the site has not changed. There is no allegation that malfunction of a da vinci system, instrument, or accessory occurred.